Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that while attempting to defibrillate a patient (age and gender unknown) the device failed to discharge. Complainant indicated that the clinical obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please refer to medwatch number 1220908-2014-01426 for second device.